Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01346, 3006705815-2020-02833, 1627487-2020-22915, 1627487-2020-22916. It was reported there was a pustule visible at the incision site and was draining blood. When the incisions were opened, there was an odor and some signs of a suspected infection at the ipg and lead site. Surgical intervention took place wherein the system was explanted. Patient has been on antibiotics prescribed by his infectious disease doctor.